Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer contacted tandem technical services requesting guidance through the load process. The customer stated had forgot to observe for drops of insulin during priming. The customer attempted to return back to the fill tubing but was unable to disconnect from the site. The customer discarded the site, inserted a new site, and a new tubing. The customer was able to complete the load successfully. The customer's blood glucose at the time of the reported event was 435 mg/dl which was addressed with a bolus.